Manufacturer narrative:
Follow-up #1: date of submission 03/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2015 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. The complaint of a keypad button response issue could not be investigated because the pump powered on to a blank display screen. There was evidence of keypad contamination found under all key contacts and the ok button contact was inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the distributor contacted animas alleging that the keypad buttons were sticking. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).